Event description:
It was reported that this pacemaker exhibited a high right ventricular (rv) output. Additionally, this device had three years of longevity four months ago then recently showed 1.5 years remaining and the power consumption was over 500 percent. Moreover, device analysis indicated that this pacemaker was deleting normally. The power consumption was within expectations based on device settings. Furthermore, there were no notable faults and no erroneous lead impedance measurement. Another additional information received which indicated that this patient experienced infection. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field h4: device manufacture date.

Event description:
It was reported that this pacemaker exhibited a high right ventricular (rv) output. Additionally, this device had three years of longevity four months ago then recently showed 1.5 years remaining and the power consumption was over 500 percent. Moreover, device analysis indicated that this pacemaker was deleting normally. The power consumption was within expectations based on device settings. Furthermore, there were no notable faults and no erroneous lead impedance measurement. Another additional information received which indicated that this patient experienced infection. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.